Event description:
Medtronic received information that during use of an affinity pixie oxygenator, 5 minutes after starting bypass, the patient was warmed to 33 degrees c and flow was 1.3. The returning blood became dark red and the po2 decreased to 42.4 mm /hg. The team decided to ventilate the patient mechanically, to protect the patient's brain, while the oxygenator was replaced. The change-out took almost 15 minutes and mechanical ventilation continued for that time. The returning blood returned to light red and the po2 level got up to almost 400. After the new oxygenator was in place, the po2 level got up to 411 and the team started the cross clamp. The case finished without any issue. There was no patient impact associated with this event.

Manufacturer narrative:
Medtronic investigation and conclusion: complaint not confirmed for the pixie oxygenator's low oxygenation performance. Visual inspection of the returned device showed no outward signs of damage, and no internal or external leaks were observed. Blood lab testing of the returned device yielded an o2 transfer efficiency value that was only slightly below that of a new device (92 ml/min vs 98 ml/min). Medtronic does not have a requirement for o2 transfer efficiency of a used and decontaminated device. Review of this unit's device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all required testing during manufacturing. The IFU states: ¿arterial po2 is controlled by varying the percent concentration of oxygen present in the ventilating gas¿ and ¿gas transfer rates may change over time and adjustments of fio2 and gas flow rates may be needed to achieve desired gas transfer performance.¿ it is also possible that the clinical observation of low oxygenation was associated with a protein build-up, platelet activation or cryoprecipitate that caused a flow restriction in the device. Root cause is undetermined. Trends for issues with this product are reviewed at product quality meetings. This investigation was completed with the information provided. If additional information is received, this investigation will be reopened if deemed necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the oxygenator was in use for 70 minutes prior to the issue. The lot number of the oxygenator is currently unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity pixie oxygenator, 5 minutes after starting bypass, the patient was warmed to 33 degrees c and flow was 1.3. The returning blood became dark red and the po2 decreased to 42.4 mm /hg. The team decided to ventilate the patient mechanically, to protect the patient's brain, while the oxygenator was replaced. The change-out took almost 15 minutes and mechanical ventilation continued for that time. The returning blood returned to light red and the po2 level got up to almost 400. After the new oxygenator was in place, the po2 level got up to 411 and the team started the cross clamp. The case finished without any issue. There was no patient impact associated with this event.